Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 21cm x 12mm ipp cylinders with preconnected pump was implanted. It was further reported that the ipp cylinders and pump were explanted due to "not function of ams700." The patient was not able to obtain an erection. The cylinders were malfunctioning and it is not known when the device issues began. The patient was "fine" following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 21cm x 12mm ipp cylinders with preconnected pump was implanted. It was further reported that the ipp cylinders and pump were explanted due to "not function of ams700." The patient was not able to obtain an erection. The cylinders were malfunctioning and it is not known when the device issues began. The patient was "fine" following the surgery.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported mechanical issue could not be confirmed as analysis could not confirm the most probable cause of the event. Analysis identified sharp instrument damage to both cylinders due to explant damage. As a result, this is considered to be a secondary condition. The pump passed all functional testing and the cylinders could not be pressure tested due to the secondary explant damage. Therefore, the most probable cause of the mechanical issues could not be identified. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the inflatable penile prosthesis (ipp) cylinders and pump were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the pump identified the pump's kink resistant tubing (krt) was worn down to the filament. The pump passed all functional testing. Visual inspection of the cylinders identified both cylinders had wear at folds in the cylinder bodies and in the proximal cylinder bodies. Functional testing identified both cylinders had leaks in the proximal cylinder bodies that was the result of sharp instrument damage which probably occurred during explant. A hole was present at the location of the leaks. Due to this damage being consistent with explant it will be considered a secondary condition. Both cylinders were not pressure tested due to the leaks that were identified. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 21cm x 12mm ipp cylinders with preconnected pump was implanted. It was further reported that the ipp cylinders and pump were explanted due to "not function of ams700." The patient was not able to obtain an erection. The cylinders were malfunctioning and it is not known when the device issues began. The patient was "fine" following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.